Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. There was a sharp kink between rings 1 & 2. Dried body fluid was found on the handle, main body tubing, and throughout the distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template; the right curve test failed. X-ray found a bent center support with a broken solder joint to a steering wire. The steering wire was completely separated from the center support. Also found collapsed guide coil under the strain relief. The distal end was dissected to gain access to the bent center support. Dried body fluid was found throughout the dissected area. The kevlar wrap was retracted. The right steering wire had completely separated from the center support due to a broken solder joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 12jan2018. It was reported that the steering mechanism of the catheter broke. During an ablation procedure for atrial flutter, an intellatip mifi¿ xp temperature ablation catheter was selected for use. During the procedure, the steering control of the tip broke. The procedure was completed with another of the same device and there were no patient complications. The patient was stable. Device analysis revealed body fluid ingress.